Event description:
It was reported the clinician has experienced both air in line alarms with visible air however has also experienced air in line alarms that are "nuisance air in line alarms" without air present. The product issue was reported to bd associate during site visit. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.